Event description:
It was reported that the customer's insulin pump had a button error alarm. The customer's blood glucose value was unknown. The customer's device will be repaired and replaced. No further information was provided.

Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker.